Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 501 mg/dl. The customer¿s current blood glucose level was 415 mg/dl. The customer experienced different blood glucose level of 380 mg/dl. The customer was treated with bolus with insulin pump. The customer did not report symptoms as a result of high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege that the insulin pump was under delivering. The customer experienced low blood glucose level. The insulin pump will not be returned for analysis.